Event description:
Hill-rom rec'd a report from a homecare pt's mother indicating that her son was using a trapeze to transfer out of a clinitron at-home air fluidized therapy unit into a wheelchair and allegedly fell breaking both femurs. No malfunction of the equipment was alleged by the complainant or found by hill-rom technician's analysis of the bed.